Manufacturer narrative:
H10: h3,h6: one 72200419 accupass 70 degree suture shuttle device used for treatment, was not returned for evaluation. The information provided states: ¿the accupass suture shuttle 70° upbend was not working: the wheel did not roll the monofilament out: happened inside and outside the patient with both monofilament sutures¿. Investigation and conclusions were limited without physical product for evaluation. Instructions for use confirms instructions, recommendations and precautionary statements for proper use of product. Per instructions for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. As with any surgical instrument, careful attention should be exercised to assure that excessive force is not placed on the instrument. Excessive forces can result in failure of the instrument.¿ rolling the wheels forward and backward may initiate tangling or wrapping of the monofilament around the wheels. The roller wheels perform best with continuous movement in the same direction. Complaint history review was unattainable without a valid lot number and product code provided although query using entire suture shuttle family indicated similar allegations. Batch review was unattainable without a valid lot number provided.

Event description:
It was reported that, during a labral and medial meniscal capsular junction tear repair surgery, the accupass suture shuttle 70° upbend was not working: the wheel did not roll the monofilament out: happened inside and outside the patient with both monofilament sutures. The surgery was completed with an arthrex device. Surgery was delayed for 10 min. Injuries have not been stated. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.